Event description:
Free t4 result for one patient sample do not fit with free t3 and tsh results. The following data was provided: free t4 gave 25.1 pmol/l, free t3 gave 3.9 pmol/l and tsh gave 1.38 mu/l. The investigational unit investigated the pt sample and confirmed the customers test results. Interference factors were not identified. Additional info unavailable for further investigation.